Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had persistent fevers, increased white blood cells, and was given antibiotics. As a result, the patient underwent surgical intervention during which the system was explanted. It is believed that the patient might have an underlying issue and the device was not the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.